Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements show 10 channels with high impedances and 2 channels involved in a short circuit. Further information is requested from the field.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is being considered, but no surgery date has been communicated.

Event description:
The hearing performance with the device has been compromised. A trauma has occurred. Apparently, the user is hearing with one active channel. She can just localize some sounds but can_t distinguish any words. Re-implantation is considered but no date has been scheduled.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The hearing performance with the device has been compromised. A trauma has occurred. Apparently, the user is hearing with one active channel. She can just localize some sounds but can_t distinguish any words. The user has been re-implanted.